Event description:
The customer contact reported no suction. At an unspecified time, it was reported that when the healthcare professional attempted to suction the patient, no suction was noted. The device was replaced and the suctioning was initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.